Event description:
A us distributor reported that an electrode belt had non-functional ecgs.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (ecgs non-functional) has been confirmed. The cause of the failure was isolated to u700 on the distribution node pca being defective and not replaceable. U730 will be replaced due to the bare board autotest failure. The root cause for the defective u700 was unable to be positively identified. There was no adverse event that resulted from the damaged belt.